Event description:
Device 3 of 3. Ref MFR report # 1627487-2012-11587. Ref MFR report # 1627487-2012-11588. The pt received four peripheral leads with the same lot number, and two extensions with the same lot number. It was reported the pt was in an automobile accident and she was sore at the ipg site. In addition, the pt no longer felt the same stimulation at her knee from the leads implanted in her legs (off-label use). F/u identified the physician had explanted and replaced the entire scs system due to the damage from the accident. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.